Event description:
The physician attempted to place a abbott xience stent in the diagonal artery. Per the op report and interview with the surgeon by the manufacturer's rep, the surgeon was unable to place the stent because of the tortuosity as well as friction from the previously placed stent within that segment. The stent came off the balloon before placement. The stent was left undeployed in the left main. Two strong attempts were made to retrieve the stent using two types of snares, but it was not possible. The stent was crushed against the left main wall using a balloon. The vessel was re-closed and the stent was crossed against the left main stent using a nc trek balloon. The surgeon did not believe this was the result of a faulty piece of equipment, but due to the anatomy of the artery. No harm to patient.manufacturer rep spoke directly with the surgeon.